Event description:
It was reported that left ventricular (lv) exhibited no capture. X-ray reveled lead dislodgement. The lead was explanted and replaced with no adverse consequences. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.